Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel/replace belt messages) was confirmed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The root cause for the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damage cables and wires. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report add gel/replace belt messages without a prior gel release, indicating a potentially damaged cable. The patient was issued a replacement electrode belt.